Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check belt and adjust belt messages.

Manufacturer narrative:
Follow-up report - correction (07/27/2018): the original MDR report # 3008642652-2018-04872, incorrectly referenced the belt evaluation findings for belt sn (B)(4), which was reported on MDR# 3008642652-2018-04859 for an open pulse wire in the cable connecting the distribution node (dn) and ECG "b." Correcting the device evaluation for belt sn (B)(4): the reported problem (check belt, adjust belt messages) was unable to be duplicated. Upon evaluation of belt sn (B)(4), the electrode belt was found to be fully functional. Functional device testing confirmed proper functionality of the ECG acquisition and pulse delivery circuitry. There was no indication of any device malfunction that would cause the reported adjust belt or check belt messages. Investigation of similar events have shown adjust belt and check belt messages could be caused by poor ECG contact with the patients skin or body motion during use. Has been updated to reflect that there were no problems found during the evaluation of belt sn (B)(4). Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b." The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check belt and adjust belt messages.